Event description:
A malfunction alarm was reported, identified by the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised that they could continue using the pump and instructed to contact support if the issue occurred again.